Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome wire ruptured when energized. The issue occurred during an endoscopic thoracic sympathectomy. The product was replaced with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
Fields updated: d4 - lot: # 4xv14. D4 - expiration date: 9/30/2027. H4 device mfg date: 10/14/2024.

Event description:
No additional information received from customer.